Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was tested with a water filled test reservoir and no bubbles were noted. However, the pump had intermittent esc, act, express, up and down arrow buttons due to the flattened dome switches. No unlocked lcd keypad connector noted. The pump had no cosmetic damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that her blood glucose had been high. Customer's blood glucose was over 300 mg/dl. Customer's blood glucose at time of call was 444 mg/dl. Customer was hospitalized due to high blood glucose caused by stones. Customer was wearing the device at time of emergency room visit. Customer experienced pain when urinating and stomach pain due to high blood glucose. During troubleshooting, found cannula was bent. Customer mentioned high blood glucose was caused by eating something that the customer shouldn't have. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.